Manufacturer narrative:
Serial number not provided, therefore UDI is unknown. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-01309. It was reported that a controller was exchanged due to an eroding cable. This was the black cable on the primary controller. Unable to lock. The backup controller was changed as well. Products were not returned.

Event description:
Additional information was provided that the controller needed a system upgrade.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the backup system controller being exchanged was confirmed via additional provided information. Additional provided information stated that the primary system controller was exchanged due to an eroding black power cable and inability to lock to a power source, and that the backup controller was exchanged as a safety precaution. No log files were submitted for review and the system controller was not returned for analysis. There were no reported issues with the system controller. The root cause of the reported event was determined to be due to damage to the primary system controller¿s black power cable causing the backup controller to be exchanged as a safety precaution. Heartmate ii patient handbook section 2 ¿ ¿how your heart pump works¿ instructs users on how to exchange their system controllers, and states to never exchange their system controller without having a trained, and competent caregiver at your side to assist. The heartmate ii patient handbook and the heartmate ii instructions for use cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broke, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.